Event description:
Patient was implanted with two cortex screws on (B)(6) 2011. On an unknown post-op date, patient slipped and fell. Examination of the patient after the fall revealed that the upper screw was broken. On (B)(6) 2011 patient returned to the operating room. The surgeon removed the broken fragment screw head, but was unable to retrieve the shaft of the broken screw. The shaft and the unbroken screw remained implanted. At this time, the surgeon also implanted three more cortex screws and three washers. A recent follow up exam indicated that the patient may have an allergy to the surgical implant material. The surgeon intends to remove all of the hardware on (B)(6) 2012. This complaint is for the alleged allergic reaction. A separate complaint (22477) has been opened for the broken screw. This is 1 of 8 reports for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Surgeon intends to remove all implants on (B)(6) 2012.